Manufacturer narrative:
Cine image review: review of the procedural images received confirm the presence of a previously deployed stent in the distal section of the rca. Multiple balloon inflations are preformed prior to delivery of the resolute integrity stent. The dislodged stent is visible inside the deployed stent as the delivery system is retracted. A support catheter is delivered into the proximal section of the vessel post attempted delivery of a balloon catheter. The dislodged stent is visible in the proximal rca post retraction of the guidewire. The development of a spiral dissection is evident in the proximal to mid rca following delivery of guidewire which the account reported went sub intimal. Multiple balloon inflations are performed to resolve the dissection. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The intended lesion was in the rpda with moderate calcification with instent restenosis. A radial approach was used. The r-pda was predilated with two euphora balloons. The physician intended to use a resolute integrity 2.25 x 22mm drug-eluting stent. No damage was noted to the device packaging. No issues noted when removing the device from the hoop. On inspection no damage was noted to the device. The stent passed through a previously deployed stent. No resistance was encountered, no excessive force was applied during advancement. The stent failed to cross. The physician decided that a longer stent was required and retracted the 22mm resolute integrity stent, and changed it out for a 2.5x 30mm resolute drug eluting stent. The 2.5x 30mm resolute stent failed to cross the lesion. It was reported that the 2.25 x 22mm stent had dislodged during removal. It was discovered that the stent was dislodged in the rca on x-ray post op, long after it had happened. Once it was discovered and they located the stent, they tried ballooning the rca with euphora balloons, and pulling it back but nothing would pass beyond the dislodged stent. An attempt was made to cross with a longer stent, however, nothing would cross the lesion. It was reported that the artery was dissected, wire went subintimal. All wires used during the procedure were non-medtronic. The stent remained in the artery, nothing could go around it or snare it. They decided the vessel had infarcted prior to the procedure and that this blockage would not do any additional damage. Physician has confirmed it was an extremely difficult case. Physician believes the scrub tech failed to recognize the stent was missing from the delivery system when it was retracted. Procedural notes and cd received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.